Event description:
After deployment of the contralateral iliac leg graft, post angiogram, visualized what appeared to be a type iii endoleak, originating from the junction of the contralateral limb and the contralateral leg, the iliac graft was noted to have the appropriate overlap between the two stent grafts. Plaque was present where the contralateral limb opened in the distal portion of the aorta. It appeared that the presence of the plaque was inhibiting a good seal at the site. An iliac leg extension was placed within the contralateral leg graft and advanced up into the main body graft to the location of the junction between the two endovascular components. Although the visible signs of the endoleak had diminished, another manufacturer's balloon expandable stent was placed within the iliac leg extension further bridging the components and adding enough additional radial force to resolve the endoleak.